Manufacturer narrative:
This is one event (death) of two events for the same patient involving three separate products; associated mdrs #1225714-2014-05142, 1225714-2014-05143, 1225714-2014-05144, 1225714-2014-05145, and 2937457-2014-01218.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(4) 2011 and subsequently expired on (B)(4) 2011 after the use of the product.